Manufacturer narrative:
Patient information were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator stopped ventilating patient. The customer reported 35 volt supply failed error. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board, motor controller (mc) board and blower assembly shows that the power management (pm) pcba, motor controller (mc) pcba and v60 blower assembly was tested and no failures were identified